Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not show any other reports against the manufacturing lot. The cement product was reported to be of a depuy competitor manufacture. The investigation could not verify or draw any conclusions about the reported loosening. Provided information stated the cement debonded from the product. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.

Event description:
Pt was revised to address tibial loosening at the cement/implant interface. Competitor's cement was used.